Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
It was reported that there were air bubbles/gaps in the tubing. Reportedly, the customer changed the cartridge multiple times and continued to see air bubbles in the tubing. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump until replacement is received.